Event description:
Rptr complained of ruptured implants and hardness. She had implants put in 12/76 due to cystic disease of both breasts. The problems she has had since are: muscle and pain spasms in shoulders and back, itching on breasts, shoulders and stomach, headaches, aching and restless legs, superficial phlebitis in right leg and swelling of knee that has never left, chronic bladder problems (not emptying bladder completely). She has had catheterize every 6 hrs, & put medicine in her bladder since 1990. The dr said she has a bad bladder & nothing else can be done. She also has loss of memory, she has increasing bladder infections & connective tissue disease. The drs said the implants were needed.